Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps device was used during a biopsy procedure. According to the complainant, during the procedure, the forceps device took large biopsies. Reportedly, a small amount of bleeding occurred which was treated using clips. The procedure was completed with this radial jaw 4 standard capacity biopsy forceps device.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.